Event description:
A customer reported that leakage occurred from the right upper area of the drain bag during surgery. The cassette was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).